Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported following an intraocular lens (iol) implant procedure, the patient vision was not improved and driving was difficult. The clinical reason for the explant was refractive error and vision was not better. Additional information was requested